Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had original surgery 10 years ago. Enhancement procedure done on (B)(6) 2018 and patient presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) and slightly blurry vision in the left eye. The topical steroid dosage was increased (predforte every hour for 2 days). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 .50 x -1.25 x 176, left eye pre-op 20/20 .50 x -1.25 x 178.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. In the initial report it was reported that the manufacturing date for the system was 2/8/2008 however, the manufacturing site has provided the date as 1/13/1998. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.